Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a lens vial. Visual inspection found optic and haptic torn. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a cc4204a, +26.5 diopter, intraocular lens in the patient's eye on (B)(6) 2018. It was reported that the lens torn while loading. There was no patient contact. No additional information was able to be provided.